Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v013728, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant the device had been ¿poking out¿ and hurting the patient. The patient also mentioned that post implant, she lost over (B)(6) pounds and could take her hand and see the device move. Additional information was requested, but was not available as of the date of this report.